Manufacturer narrative:
Lot review: a two year review of the complaints database shows no additional complaints for list ch3589/similar problem. Visual inspection: received one (1) used ch3589,oncology kit w/spinning spiros® w/red cap; c-clip; priming cap, lot# unknown. Mating device :- one (1) etoposide filter tubing set. Engineering pressure test: the entire fluid circuit was pressure leak tested. Leakage was detected at the carefusion set filter. No other leakage detected. Quality engineering summary: the ch3589 along with a carefusion set returned connected to the ch3589 were pressure leak tested. The only leaking component was the filter on the carefusion infusion set. ICU medical will monitor and trend.

Event description:
Complaint received for one (1) ch3589, report states, " rn states, I connected etoposide tubing to pt, immediately after infusing, I checked tubing and noticed blood was back priming and leaked from tubing connection. I immediately clamped pt, paused chemo. Changed out bottom connection with new etoposide filter tubing and reconnected it to pt. Called in another rn to verify tubing connection - was all properly secured but still leaked. Np notified. The nurse answered additional questions - all new tubing and spiros for the infusion. I had a spiros attached on the end of the vp-16 filter right above the trifurcation where the blood leaked out of - which is what had appeared to have been the culprit. I was maybe 30 seconds into the infusion when I took one look at all the connections and noticed blood backing into the line and saw a small amount on the bed sheet. I checked my connection again and verified that I had it all secured. After I changed out the tubing from the etoposide filter and spiros (not the trifurcation), the issue resolved. No adverse patient consequences reported.